Event description:
Circulator opened device and placed on back table. When scrub tech attempted to connect device to cautery machine, noticed there was no lead to connect to cautery machine. Device never came into contact with the pt and was removed from service and sequestered in the risk management department. According to circulator, this is a reprocessed device.